Event description:
It was reported the patient experienced no stimulation sensation. The device and extensions were replaced. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.